Manufacturer narrative:
The integrated electrosurgical unit (iesu) viodv generator has been returned and evaluated by the failure analysis team. The generator was analyzed and functional analysis found no issue. Unit was tested using da vinci xi system and all instruments energized as expected and no errors were observed during testing. The generator operated as expected.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Based on the field evaluation, the fse replaced the integrated electrosurgical unit (iesu) to help find out the root cause for all the mono and bipolar issues and for customer satisfaction. The system was tested and verified as ready for use. A return material authorization (RMA) was issued to the customer and that the integrated electrosurgical unit (iesu) was received for evaluation. However, the failure analysis to confirm/identify any reportable failure mode(s) has not yet been completed as of the date of this report. A follow-up MDR will be submitted once the failure analysis has been completed. This complaint is considered a reportable event due to the following conclusion: the customer reported that there was no bipolar or monopolar after the start of the procedure. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted inguinal hernia surgical procedure, there was no bipolar or monopolar energy. Customer stated that this was an ongoing issue but did not provide dates or event information from other occurrences. Prior to calling in the customer replaced both instruments and the issue was resolved. Technical support engineer (tse) suggested isolating affected instruments. Customer stated they had done this in the past and the issue was still ongoing. Customer further stated this also happened when using the forcetriad generator. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) has made multiple follow-up attempts to obtain additional patient/event information. However, despite the follow-up good faith efforts no further details have been received as of the date of this report.